Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional follow-up information revealed the patient fell 2 weeks prior to losing stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her scs system was explanted and replaced with a competitor's device. Please note the actual explant date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation coverage. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming restored stimulation. However, the physician feels the issue may reoccur. Subsequently, the patient may undergo surgical intervention as the next course of action.